Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer often had low blood glucose of 20 mg/dl and 30 mg/dl. It was reported that customer was in the hospital every four weeks for the last four years due to customer not taking care of himself. Customer was hospitalized and passed away due to a septic blood infection, but caller did not give hospitalization information.